Event description:
The hcp reported that the pt underwent placement of a bravo ph monitoring system. The procedure was completed with no complications reported during the procedure. However, approximately 6 hours later the pt experienced bleeding from the attachment site resulting in hospitalization and transfusion of 8 units of blood. The pt has since reported to have fully recovered from the incident.